Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A provided x-ray shows a periprosthetic femoral fracture however, cause has not been established. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "traumatic (slip and fall on ice) periprosthetic [femoral] fracture. Implanted competitor stem, body, and head. Implanted stryker liner 10° 36mm f, competitor cables and 5-hole trochanteric plate. Cup and screws intact.

Manufacturer narrative:
An event regrading periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray provided confirms periprosthetic fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event of periprosthetic fracture was confirmed based on the clinician review of the provided x-ray. Although the patient sustained a fall the exact cause cannot be confirmed based on the information provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are required to complete the investigation and determine a root cause.no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "traumatic (slip and fall on ice) periprosthetic [femoral] fracture. Implanted competitor stem, body, and head. Implanted stryker liner 10° 36mm f, competitor cables and 5-hole trochanteric plate. Cup and screws intact.